Event description:
Customer reported that the insulin pump's reservoir compartment was cracked. Customer did not recall any significant events leading up to the damage. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corneers, broken reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked battery tube thread and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).